Manufacturer narrative:
A new control pcb was installed at the hosp. This fixed the problem. We are awaiting return of the faulty pcb from the hosp in order to determine the cause of the fault.

Event description:
In baby mode (servo temp control), the infant warmer will not allow a skin temp setting below 36 deg c. No obvious error codes displayed or mentioned. The problem was identified when setting up the warmer in anticipation of receiving a pt.